Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was completed on the returned parts, damage was noted on the edges of the device, this damage is consistent with extraction damage -medical records received and evaluation: not performed as medical records were not provided. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Surgeon commented that patient may be infected.

Manufacturer narrative:
The other device listed in this report: cat. No.: 6570-0-136; delta v-40 ceramic head 36/0; lot code: 506549. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon commented that patient may be infected.